Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated platelet result when processing on the cell-dyn emerald. The initial result was 1400 and retest result was 200. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of product historical data, and a review of product labeling. Field service cleaned and replaced parts and the complaint issue was resolved. Review of product historical data did not identify any trends. Abnormal complaint activity was not identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.